Event description:
It was reported that after a cardioversion to the patient for atrial fibrillation, the atrial lead was unable to capture or sense. The physician suspected that the lead dislodged. The lead was capped and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.